Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a use error and reused equipment (no further detail was provided). Subsequently the patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was retrained regarding the reuse of pd equipment. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported on an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for peritonitis. Fourteen days after admission, the patient was discharged from the hospital and was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.